Manufacturer narrative:
Correction: section a2: patient age should have been "72" instead of "73". Correction: section e2: should be "yes" instead of "no". Additional information: event where incident occurred: university medical center in el paso (mentioned in the initial report). Physician possibly dr. (B)(6). Following facility: (B)(6).

Event description:
New information received notes the patient expired. Remote transmissions surrounding the events in the emergency room were received but the patient's status was unconfirmed. Further information was requested and information provided by a clinician confirmed the patient was deceased. The patient was admitted to the emergency room on (B)(6) 2025, then transferred to a room. The patient was pronounced dead at 5.34 am on (B)(6) 2025. The details surrounding the admission, treatment and intervention were not made available by the medical facility due to hippa restrictions. The patient was not an existing patient at the facility where the event occurred, and the facility had no prior medical history on the patient. A call was made to the patient's following facility, but they were unaware of the death and had no information surrounding the event. The only information obtained from the following facility indicated the patient was admitted (B)(6) 2024, for shortness of breath and fluid overload but it could not be confirmed that this was device related. No other information was provided due to hippa restrictions. Technical services review of the transmissions surrounding the death revealed the device performed as programmed. However, due to varying amplitude of the fibrillation waves, intermittent under sensing was observed during some of the ventricular fibrillation (vf) episodes on the transmitted electrocardiograms (egms). However, the most recent egm on the report showed therapy that successfully converted the vf. The presenting rhythm on the report showed a consistent atrial sensed - ventricular paced (as-vp) rhythm.

Event description:
It was reported that the patient presented at the emergency room. Interrogation remotely on merlin on demand noted the patient received one anti tachycardia pacing therapy and one shock therapy. It was noted that the patient did not receive shock therapy appropriately. Technical services noted ventricular tachycardia therapies were possibly delayed due to right ventricular (rv) under sensing. No known programming changes were made. Further information was requested but unavailable at this time.

Manufacturer narrative:
The provided session records were reviewed by technical services, and it was observed that there was intermittent under-sensing during the ventricular fibrillation (vf) episode. The most recent electrocardiogram (egm) indicated that the therapy successfully converted the vf. The device was performing per programmed settings. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Section h6: correction: included the code "1661 - under-sensing" to reflect right ventricular (rv) under sensing mentioned in the initial b5 submission.

Manufacturer narrative:
Correction: the health effect - clinical code "arrhythmia" should also have been coded as ventricular fibrillation was observed as mentioned in the previous report.